Event description:
It was reported that an unspecified failure occurred during use on the homechoice (hc). It is unknown if there was patient involvement. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.